Manufacturer narrative:
H10 this is one of two related reports. This report represents the impella cp and another report was submitted to represent the introducer. Related report number was added to the last supplemental report submitted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the left femoral artery in a 76-year-old male who presented for high-risk percutaneous coronary intervention. The patient¿s medical history included known coronary artery disease and renal insufficiency. The patient¿s clinical status prior to device initiation was reported as scai shock stage d. The patient was receiving inotropic support, vasopressors, and mechanical ventilation for respiratory support. The patient underwent left anterior descending coronary angioplasty, including percutaneous transluminal coronary angioplasty, stent placement, and intravascular ultrasound guidance. Following impella cp placement, distal signals were initially obtained using doppler in the catheterization laboratory. Upon arrival to the ICU, assessment identified loss of distal flow in the left lower extremity. The patient was returned to the catheterization laboratory, where attempts to reposition, the sheath were unsuccessful. Reperfusion catheters were subsequently placed in an antegrade and retrograde fashion, with return of blood flow noted. The patient was returned to the ICU, where follow-up assessment confirmed doppler signals remained present. The reported patient experience associated with the impella cp included ischemia and device repositioning. The reported event associated with the introducer included medical device removal and acquisition of an additional device, with no reported signs, symptoms, or patient involvement related to the introducer. The patient survived.

Manufacturer narrative:
B7 added information as it was omitted from the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Peri-procedural adverse event (ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details.